Event description:
Pt reported that, while attempting to test their blood glucose, the suspect device kept producing an error message. Patient became incoherent, and emergency medical services were contacted, on their behalf. Upon the paramedics' arrival, a blood glucose test was successfully performed on the suspect device, with a result of 31 mg/dl. Patient was treated with intravenous fluids (contents not provided) and food. No additional treatment was received. Controls had not been run on the system. A request was made for the return of the suspect device and replacement product was shipped.